Event description:
It was reported that (1) lcsc5 was used during a laparoscopic appendectomy procedure. It was reorted by the rep that the surgeon stated that the lcsc5 had a solid tone. After checking the connection between the handpiece and the lcsc5 the surgeon determined that the lcsc5 was not working. A new lcsc5 was opened to complete the case. There was no consequence to the pt.